Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that the navigation system camera failed accuracy assessment kit (aak) testing during inspection of the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on 05/14/2015. A medtronic representative replaced the camera and performed a navigation system check-out, all areas passed. Medtronic investigation of the returned suspect device finds that positioning sensor unit (psu-camera) failed an accuracy assessment kit (aak) test at .54 mm. The investigation found that the reported event was related to an electrical issue with the hardware component. This issue was documented in a medtronic navigation hardware anomaly tracking database.